Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump sustained a cracked screen that rendered the touchscreen unresponsive, after which the user transitioned to backup therapy and remained with blood glucose in range; a replacement ilet was shipped and the damaged unit was returned. Symptoms included no reported adverse clinical effects. Outcomes included use of backup therapy and continued cgm monitoring without interruption. Investigation included collection of device identification and user-provided photographs, confirmation of shipping details, and return of the damaged device. Investigation of this device revealed a physical screen damage issue affecting the user interface component, consistent with external damage and not indicative of an internal functional failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.